Manufacturer narrative:
E1 - address - (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a screen that became noisy. The event occurred during service maintenance. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction screen becoming noisy is traced to component failure, likely due to stress of repeated use, external factors, or handling. It was observed that after replacing the ultrasound plug (u plug) unit and analog-digital cable (ad cable) the image is normal. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.